Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that high capture threshold was observed on the atrial lead. The patient was asymptomatic. The lead was explanted and replaced successfully. The patient's condition before, during and post procedure was stable.